Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld was broken on the head motor bracket and the bracket had broken off completely. An expanded evaluation was performed. The expanded evaluation report confirmed that both welds on the bar connecting the head actuator to the head section had pulled away. The underlying cause could not be determined after reviewing the documentation in this investigation. However, both broken welds had cleanly pulled away from the attachment site, suggesting insufficient weld penetration. The fields were updated accordingly.

Event description:
The customer stated the bed broke at the weld.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The customer stated the bed broke at the weld.